Manufacturer narrative:
Investigation is pending additional information from the field to identify any potential causes of the symptoms reported, which led to surgical intervention.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. On 05/31/2024 a representative of the firm met with the patient to assess reports from the patient of loss of therapy and shocking sensation. Rep confirmed the symptoms during the assessment and advised the patient to discontinue use of the system at that time. A full system replacement was performed on (B)(6) 2024 to replace the implantable pulse generator (ipg) and implanted leads.